Event description:
This patient was receiving chemotherapy oxaliplatin through an alaris infusion device when he woke up and found his tubing inadvertently disconnected, abnormally at a usually contiguous site. Due to the this disconnection and loss of pressure from the infusion, blood was backing up from the patient¿s implanted venous access port. The patient called out and the nurse found chemotherapy running on the floor and approximately 30ml of bloody solution on the patient and bed, from the patient-end disconnection. The nurse immediately stopped the IV pump from infusing oxaliplatin and d5w onto floor. The chemo tubing going into the male adapter that was attached to the closed system transfer device had completely come out of the male adapter. Approximately 50-75ml of clear liquid was on the ground from the drug-end disconnection. This required a chemotherapy spill clean up protocol. The patient¿s oxaliplatin had to be made again since line and bag was exposed. While there was no significant clinical impact to the patient as a result of the event, this is a recurring problem we have been experiencing with the infusion tubing from alaris bd. Efforts to mitigate the occurrence of tubing disconnection issues have not been successful.